Event description:
A customer contacted haemonetics on (B)(6), 2011 and reported and alleged blood spill on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4), 2011 and reported an alleged blood spill on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported. The device was returned to haemonetics for evaluation. The eval found evidence of fluid ingress. The fluid ingress resulted in electronic failure due to short circuit. It could not be determined whether the spill bag had been deployed. (B)(4).